Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry. The patient also had another device explanted.

Manufacturer narrative:
The patient also had another device explanted. Device not returned.